Manufacturer narrative:
Additional information received the event date updated to 09-apr-23. One device was received for evaluation. Visual inspection found the tamper seal to be missing, and the device was found to be in good condition aside from the bolus connector and dso seal. Review of the device's event history log is not applicable. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined the device was dropped and the root cause of the reported issue. The bolus connector will be replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that when the hand controller button is pressed the pump alarms and the display shows the alarm message "principal component analysis dose cord disconnected". This alarm message has been displayed when using two different hand controllers that are known to function correctly. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. G5: no 510k as product not sold in us. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.